Manufacturer narrative:
Additional information: model/lot #, device available for evaluation?, evaluation codes.

Event description:
The manufacturer was notified on (B)(4) 2015 that mitroflow valve (lxa, size23) was explanted after 4.4 years. Limited information was provided.

Manufacturer narrative:
Result: review of the device history record is being conducted. Histopathological evaluation will be performed upon receipt of the device.